Event description:
It was reported that the customer had high blood glucose levels of 212 mg/dl. The customer reported that the needle hub of one of the sensors detached from the sensor of the insulin pump. The customer was advised that the sensor would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened and used sensor and performed a visual inspection and found the sensor's introducer needle bent. Unable to confirm customer received needle damaged due to customer returning the product opened and used.